Manufacturer narrative:
The reported device was discarded by the facility. Therefore, a product evaluation cannot be performed and the clinical experience cannot be conclusively determine. However, the patient's tortuosity vessel anatomy could be a contributing factor. Additional information has been requested. Should any new information be received. A supplement report will be filed. Linked 2029214-2017-01340, 2029214-2017-01341, 2029214-2017-01342. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 pipeline flex devices were stuck inside marksman catheters during delivery at a flow diversion procedure to treat a patient's cerebral aneurysm. The first set of pipeline flex and marksman catheter was used and removed from the patient after the physician could not deploy the pipeline. The second set of pipeline flex and marksman catheter was used to continue the flow diversion procedure. The microcatheter was placed distally to the aneurysm. During the delivery of the pipeline, friction was encountered. It was reported "the carotid artery was torn because of friction.". The patient had a 2 cm tear at the vessel with carotid cavernous fistula. Coil implants were used for treatment. The scheduled aneurysm treatment was ceased. It was reported this patient had severe vessel tortuosity. It took "6 turns" to reach the target lesion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Description in initial report: it was reported this patient had severe vessel tortuosity. It took "6 turns" to reach the target lesion. Corrected information: it was reported this patient had 6 severe vessel bends. The pipeline flex device did not reach the targeted lesion.